Manufacturer narrative:
Initial

Event description:
It was reported that the patient experienced hypoglycemia with a blood glucose of 51 mg/dl while using the ilet system, with no meal announcement, no correction dose, no recent physical activity, and no new medication reported. Symptoms included low blood glucose. Outcomes included the need for urgent treatment of hypoglycemia and successful resolution after oral fast-acting carbohydrates. Investigation included a complaint assessment and user troubleshooting and education. Investigation of this case revealed no device malfunction was identified and the cause of the hypoglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was unknown. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.